Manufacturer narrative:
Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is abnormal radiolucency greatest at the medial tibial tray but also laterally reflecting osteolysis with suspected implant loosening; bone quality is osteopenic; no fracture or other abnormality is identified; alignment is maintained. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown 12mm articular surface: catalog#ni, lot#ni; unknown right 8 ps femur: catalog#ni, lot#ni; unknown 35mm patella: catalog#ni, lot#ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee procedure. The patient was revised three years and two months post implantation due to aseptic loosening of the tibial component. The tibial component and articular surface were exchanged without incident. Attempts have been made and no further information has been provided.